Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: d4 (lot, catalog), d9, h4, h6 medical device problem code. Corrected: d1, d2. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Event description:
It was reported that the impacted product has broken.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: according to the information received, ¿it was reported that the impacted product has broken¿. The product returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis revealed deep scratches all over the outer surface of the articul tr ball grvd 36-2. However, no sign of breakage nor defects related to the reported event were observed. This type of damage is consistent with other tools and hard edges coming in contact with the device, properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint not confirmed as the observed condition of the articul tr ball grvd 36-2 would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: d4 (UDI) and h3.